Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, provided information states pt ligament laxity and device balancing were contributing factors. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated.

Event description:
The pt was revised because of wear.